Event description:
Same case as MFR report #: 2134265-2009-01041. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While preparing for a pci, it was noted upon opening the taxus liberte packaging that the stent was "good for use". The scheduled index procedure treated the moderately calcified 30mm target lesion located in the moderately tortuous ostial left anterior descending (lad) artery. Treatment utilized direct stenting with the attempted placement of a 2.25x32mm taxus liberte drug eluting stent. The physician made multiple attempts to cross the lesion and upon removal of the device, noted that "stent struts were flared on the proximal edge of the stent". Another physician attending the procedure attempted to place another 2.25x32mm taxus liberte drug eluting stent, but met a similar result. The procedure was successfully completed with a 2.25x28 promus stent. The patient was discharged the next day in "stable" condition. The event relation to the device was listed as "unrelated".